Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2013. According to the complainant, in (B)(6) 2016, the patient had an infection on the peg site area. On (B)(6) 2016, the patient was treated with cipro 750 mg/2x1 for the infection and was given antibiotic therapy thereafter. Reportedly, the issue has not yet been rectified. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.